Event description:
Difficulty contacting medtronic to obtain replacement for recalled product. I am writing to report my dissatisfaction with the recent recall of lot 8 infusion sets. My daughter (paradigm pump user), and I became aware of this recall on august 28, when she was packing to return to college, and opened the notification of recall by mail. She had 2 1/2 boxes of the recalled product and immediately attempted to contact medtronic using the telephone number specified on the notice. The call was put on hold for over 30 minutes and eventually the call went to a busy signal, and then disconnected. I had a similar unsatisfactory, very frustrating telephone experience the next day, I also left messages that day, with your tech support department and a medtronic sales representative, whom had met with my daughter 10 days previous. As of 10:30 am, three days after recall, I have not been contacted by anyone from your company. All this is very unsatisfactory and not safe. Incidentally, my daughter did experience some unexplained lows. I think medtronic should have been more proactive. My daughter receives pump supplies directly from medtronic. In this computer age, I would expect medtronic to know she was a recipient of the affected lot 8 infusion sets, and send out a few good infusion sets along with the recall notice. Another safety net would have been, if your carelink rep, that came to our home, had mentioned the recall and checked pt's supply of infusion sets (she did check expiration dates on continuous glucose sensors and was quick to remove the outdated items, so they could be used as demos). Fyi she did return my call at 11 am today, and suggested we utilize the web site to assist with the recall. I did use the web site on sunday, and am following up with this letter, as your web site does not provide for e-mail communication and the telephone number on the web was useless. ("Due to the high volume of calls) needless to say, I am very disappointed with my interactions with your company. I hope my comments will help you to provide better customer support in the future. As we all know, pump malfunctions can be lethal and diabetic patients deserve all the assistance they can get to help them live successfully with this disease.